Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was tested through psa and normal values were noted. When the lead was connected to device, high out of range pacing lead impedance and loss of capture was observed. The lead was tested through the psa again and the anomalies were still present. Lead was not used and was replaced. The patient was stable following the procedure and will be followed normally.